Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading at time of call was 77mg/dl. Troubleshooting was performed, and the drive support cap was protruded. The customer stated that the device also alarmed motor error. The caller stated that the insulin pump was not exposed to a high magnetic field. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. The insulin pump received with protruded/loose drive support disk.